Manufacturer narrative:
This report is being filed under exemption e2012068 by (B)(4). On 2017-oct-16 arjohuntleigh received information about an event which occurred in (B)(6) customer facility (located in (B)(6)) with the involvement of arjohuntleigh system: maxi move floor lift and padded leg sling. It was reported that two caregivers were transferring the resident (female, (B)(6)) from bed to chair. When the resident was about to be positioned over the chair at the foot side of the bed, two leg sling clips detached from the device spreader bar and the resident fell into the chair hitting the back of her head against bed's footboard. The resident sustained a hematoma on the back of the head. One of the assisting caregiver bent her thumb, when trying to prevent resident's head from hitting the footboard. Neither medical intervention nor hospitalization was required. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be low and stable. It is worth noting that no malfunction with the sling, neither lift that could have caused or contributed to the clip detachment was detected upon their inspection. The sling was also found in good condition with a faded label. A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Every arjohuntleigh slings and lifts are supplied to customers with instructions for use (IFU ). The passive clip slings instructions for use (04.sc.00 rev. 2) informs the user: "warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during lifting process." The maxi move IFU (001.2560 rev. 10) indicates the steps of proper lifting process and also points out: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Finally, the labelling for the lift device and sling indicate that the system should be used by trained personnel that are aware of the IFU contents. "Maxi move must always be handled by trained caregiver and in accordance with the instructions outlined in this manual." During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in performed simulations: 1) if the leg clip is not attached but a resident weight is applied to it during initial stage of resident transferred onto the sling, a drop can be immediate if there is no chair that could prevent the further fall. If the labeling is followed the possibility of occurrence such hazardous situation is minimal. However, it is possible for the caregivers to not follow the instruction provided in the device labeling in regards to checking if the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. 2) there are additional scenarios, which also involve usage of the device, which is not in accordance to IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labeled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labeling is followed the possibility of occurrence of hazardous situation is minimal. However, it is possible for the caregiver to not follow the labeling and use the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Based on evaluation performed, we are not able to establish the exact root cause of this event. Although, based on product knowledge, previously performed simulations and past similar situations, the clip detachment can occur when a user does not follow correct transfer procedure as presented in the device labeling. To summarize, it is found the system (arjohuntleigh passive floor lift and sling) was being used for patient handling when the event occurred. The system played a role in the reportable incident as the resident fell out of the sling attached to the maxi move. There was no technical malfunction with the lift or the sling which might have contributed to the event. We report this event to competent authorities due to potential for serious injury upon reoccurrence.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received an information about an event which occurred with the involvement of maxi move lift and sling. It was reported that two caregivers were transferring the resident from bed to chair. When the transfer was about be completed, both leg straps came off and the patient fell into the chair, hitting the back of his head against the footboard. Lift and sling were evaluated by arjohuntleigh and no faults were identified.